Manufacturer narrative:
(B)(4). Sample availability is unknown. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed, and the root cause was determined to be use error. The sample was not returned to baxter; therefore, no batch review could be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during drain 5 of 5 on the homechoice machine (hc). The home patient(hp) stated the patient line disconnected from the transfer set while in the drain cycle, and they already cycled power. The technical service representative (tsr) assisted the home patient (hp) to cycle power to get to press go to start. There was patient involvement; however, there was no injury or medical intervention reported.